Event description:
It was reported by the customer that a pyxis medstation es system had a drawer was failed and unable to release. The customer reported that the malfunction occurred when user tried to issue medication to patient, and there was a delay in dispensing medications to the patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was failed and unable to release. A field service engineer replaced the drawer 6 controller card to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.